Event description:
Received 5 separate pt reports of the needle of the lancet being pulled out of the lancet body when removing the lancet "cap". This was verified by at least one pharmacist with several lancets out of a box.